Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
.Additional information has been received that patient got prescribed glasses. The glasses were not helping with the halos and glare. The surgeon was not sure and didn't explain anything.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare around lights impacting the daily life. The doctor did not have a reason for glare. The only time when patient does not experience glare was while using post-op cataract sunglasses. Additional information has been received includes patient details. There are two medical device reports associated with this file. This report is associated with the od.